Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse proactively replaced the peristaltic pump tubing and the sample syringe. The samples had been rerun on the instrument and resulted as expected prior to service. The cause of the discordant, falsely elevated troponin results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely elevated troponin results were obtained on two patient samples on an advia centaur cp instrument. The discordant results were reported to the physician(s). The first discordant result had been obtained on an aliquot tube. The aliquot tube was rerun on the same instrument and an alternate instrument, both of which resulted lower. The primary tube from that patient was then run on the advia centaur cp and an alternate instrument, and the results matched the aliquot tube rerun results. The rerun results from the advia centaur cp instrument were reported to the physician(s). The second discordant result did not match the patient's previous result. The sample was rerun on the same instrument and resulted lower, which matched the patient's previous result. The operator informed the physician(s) that the elevated result was incorrect; it is unknown if a corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin results.